Event description:
It was reported that the indicated battery charge on the customer's pump experienced a rapid drop of 50% in a short period. There was no reported adverse impact on the customer¿s blood glucose level. Technical support planned to contact international support for further assistance, and follow-up confirmed there were no further issues with battery charge fluctuations.